Event description:
The customer reported that during a hospital generator check, the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The customer reported the device was powered via another battery and functioned as expected. Manufacturers service is replacing the battery to address the reported event. The ventilator will be unable to sustain operation if it is being powered via a discharged battery.